Event description:
It was reported that three days after implant the atrial lead threshold increased. X-ray confirmed that the device was lowered in the pocket which resulted in pulling the leads. Both the atrial and ventricular leads were dislodged. The device and leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).